Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument and has been evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis.

Event description:
It was reported that during a assisted da-vinci surgical procedure, the small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury. Follow-up was performed with the customer and additional information was obtained: the instrument was tested prior to use, there was no damage or anything out of the ordinary, and they were able to use it during surgery. Robotic lower anterior resection with ileostomy was the surgical procedure being performed. No instrument was colliding with any other instrument or tool during the procedure. There was a whole cable visibly protruding from the distal end of the instrument. No fragment fell inside of the patient's anatomy during the procedure. No photographic images or video were provided.